Event description:
(2/2, reference (B)(4) for related complaint) (documenting pump (B)(4)) per accredo email : inbound. Patient reports no disposable alarm with cad legacy oump serial number (B)(4) and cadd cassette 100 milliliter with flowstop. No lot number or expiration date available for cassette. No further details provided.